Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 13.8mmol/l. The customer stated that pump was exposed to moisture, swimming pool water. Customer stated they do hear fluid when shaking the pump. Customer stated they see fluid under the lcd. Customer noticed a scratch or could be a crack on the back of the pump. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. The motor and battery tube assembly are corroded. The insulin pump had cracked case on the back at the battery tube area, cracked battery tube threads, cracked keypad overlay at the select button, minor scratched display window, minor scratched case and keypad overlay texture damaged.